Event description:
A malfunction alarm was reported, and it was noted that no notable events occurred prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support planned to replace the pump once the customer returned from holiday. Meanwhile, the customer was instructed to seek backup insulin therapy from a healthcare provider. Technical support confirmed the shipping address for the replacement and provided instructions for returning the faulty pump using a prepaid label.